Event description:
It was reported to philips that the customer experienced an unexpected iscv server failure, which resulted in the loss of clinical patient data. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.